Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular channel. Further evaluation and a potential commanded shock were recommended. No changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted due to normal battery depletion. This device was returned to boston scientific for evaluation.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular channel. Further evaluation and a potential commanded shock were recommended. No changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted due to normal battery depletion.